Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06024. It was reported that the patient's right ventricular lead had a history of chronically high capture thresholds and impedance values. Patient experienced syncope due to loss of capture. The lead was explanted and replaced. During procedure, the atrial lead was showing varying low amplitude p waves during manipulation of the lead. The atrial lead was also explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
A partial lead with the measuring 42.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.